Event description:
It was reported that the package sterility was compromised. Access was obtained via femoral artery. The unspecified stenosed target lesion is located in a mildly tortuous right external maxillary artery. A renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During unpacking, it was noted that the internal package was damaged and opened. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that the package sterility was compromised. Access was obtained via femoral artery. The unspecified stenosed target lesion is located in a mildly tortuous right external maxillary artery. A renegade¿ hi-flo¿ fathom¿ system was selected to treat the target lesion. During unpacking, it was noted that the internal package was damaged and opened. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned outside the dispenser hoop. A visual examination was performed on the returned product packaging and was noted to be damaged with marks/dents visible on it. The product box was noted also to be deformed after the product was taken out. The dispenser hoop showed signs that flush had been used. The product pouch was examined and the vendor seal was noted to be peeled back from the top right hand side. The seal transfer on the peelback was continuous with no voids or anomalies noted. There were no tears holes or cuts noted on the pouch. The bsc seal was continuous with no voids or anomalies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).